Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, an attempt was made to deploy the clip in the colon, but the clip would not deploy or detach from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.